Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified first diagonal of the left anterior descending (lad) artery. The 12mm x 2.00mm apex balloon catheter was advanced for pre-dilatation of the lad. The balloon was inflated 3 times to 10atms for 10 seconds each. An unspecified stent was then deployed in the lad. The apex was inserted into the first diagonal after blood flow reportedly became "low". The balloon was inflated a fourth time and ruptured at an unspecified pressure. The device was removed intact and the procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)